Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii-iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified curved openings, fold creases, wear abrasion, brown particles in shell. A leak test and microscopic analysis was performed which identified a curved striated opening on anterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5; d.6b; d.9; h.3; h.6.

Event description:
Device has been explanted.